Manufacturer narrative:
Following a most recent FDA inspection, this incident is being retrospectively reported. Assessment was performed by professor mcmahon to identify causes of cannula tip having broken with the main cause potentially being due to jaws of an instrument being prematurely opened while still within the cannula shaft. The DHR was reviewed for lot 64131 part number yc0505510 (manufactured july 2012) was reviewed. All assembly processes were completed according to specified requirements and all devices satisfactorily completed final inspection. The investigation has shown that the cause of the broken end was due to opening of jaws within the shaft of the cannula. The device is also over 4 years old, it is recommended the device is replaced every two years and the device subsequently has a two year warranty period. The breakage could be attributed to wear and tear over a prolonged period of time and over 200 autoclave cycles. The part that broke off was not recovered from the patient. The surgeon made a decision that there will be no problems and the missing part will eventually become capsuled by tissue within the body. According to the hospital ((B)(6)) the surgeon is very skilled with many years experience.

Event description:
A distributor reported that a yelloport plus cannula broke inside a patient during an operation.